Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) stated they are replacing the patient's old implantable neurostimulator (ins) today with a percept. Technical services (ts) asked if it was due to normal depletion and the rep believed it was being replaced along with the extension due to a short circuit. Ts reviewed that replacing those components may not resolve the short. The ins that was being replaced was at 2.87v. Caller stated 0/1 showing 'low' after multiple impedance tests and c1 is 549 ohms. Caller noted programming the ins and seeing 'low' therapy impedance on a program and ts confirmed the caller was using the 0/1 contact in programming which would reasonably make the impedance 'low'. Ts sent clinician programming guide to caller and reviewed to target location of the short. Ts reviewed 'low' definition. Ts reviewed conversion worksheet as well. Additional information was received. It was reported that the replacement of the extension and the generator did resolve the impedance issue.